Manufacturer narrative:
The reported event was confirmed. Based on evaluation, balloon burst was irregular with missing pieces that were returned for evaluation. Visual inspection noted missing piece size was about 1.1cm x2.0cm. The sample was evaluated under a microscope and no conditions were found that could be associated with the reported event. The exact cause of how and when problem occurred could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon." .

Event description:
It was reported that the balloon was inflated with 10cc of water and allegedly burst inside of a patient. The foley fell out of the patient and the balloon ¿ was missing¿. Allegedly, the on call urologist had to scope and remove the balloon from the patient's bladder.the patient was taken to the operating room for scope examination of the bladder by the urologist on call. A fragment of the foley catheter was removed from the bladder. It appeared to be the balloon portion of catheter. Another foley was placed. Additional information was received from the ibc on 16-jan-2019, that the surgeon was not able to get all of the missing pieces out of the patient before another catheter was placed. The pieces from the damaged catheter were removed and the patient was returned to the nursing unit via recovery room and was able to void independently.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."

Event description:
It was reported that the balloon was inflated with 10cc of water and allegedly burst inside of a patient. The foley fell out of the patient and the balloon ¿ was missing¿. Allegedly, the on call urologist had to scope and remove the balloon from the patient's bladder.the patient was taken to the operating room for scope examination of the bladder by the urologist on call. A fragment of the foley catheter was removed from the bladder. It appeared to be the balloon portion of catheter. Another foley was placed. Additional information was received from the ibc on (B)(6)2019, that the surgeon was not able to get all of the missing pieces out of the patient before another catheter was placed. The pieces from the damaged catheter were removed and the patient was returned to the nursing unit via recovery room and was able to void independently.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon was inflated with 10cc of water and allegedly burst inside of a patient. The foley fell out of the patient and the balloon ¿was missing¿. Allegedly, the on call urologist had to scope and remove the balloon from the patient's bladder. The patient was taken to the operating room for scope examination of the bladder by the urologist on call. A fragment of the foley catheter was removed from the bladder. It appeared to be the balloon portion of catheter. Another foley was placed. Additional information was received from (B)(6) on (B)(6) 2019, that the surgeon was not able to get all of the missing pieces out of the patient before another catheter was placed. The pieces from the damaged catheter were removed and the patient was returned to the nursing unit via recovery room and was able to void independently.